Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Interrogation of the patient's pacemaker revealed that the patient's right ventricular (rv) lead exhibited noise oversensing due to the lead insulation breach. The insulation breach was visually confirmed during the device change out procedure. The physician repaired the lead with medical adhesive along the silicone sleeve which was sutured in place. The clinic will continue to monitor the patient and the patient was in stable condition throughout.